Event description:
Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional, h2: additional information, h6: type of investigation - additional, h6: investigation findings - additional.

Manufacturer narrative:
Cmpl-(B)(4). H6: health effect - clinical code - e0122 movement disorder. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On sunday, (B)(6) 2023, the patient recognized an interruption of his glucose readings on his mylife camaps phone app, which lasted approximately two hours. It happened during a competitive sports event(rowing), he did not pay special attention to the issue and started into the new week with school and his usual sports training. Wednesday, (B)(6) 2023, the patient felt more tired than usual but performed his daily routine as usual. There was also another interruption in the blood sugar readings with an alarm coming from the mylife camaps app this day. On the morning of thursday, (B)(6) 2023, the patient woke up earlier than usual (around 6:00 am). He felt very strange and tired and after some time, he wanted to get up and see his mother who sleeps in another room. He needed several attempts to get up and reach his mother's room at approximately 06:30 am, which the patient by himself described with a strong sensation of tiredness and problems with coordination. His mother brought him back to bed. When she was looking for him the next time, the patient was lying unconscious in his bed in a peculiar position. She took a blood glucose reading which was 2.1 mmol/l at 07:23 am. The mother could not find her son's glucagon emergency kit, and treated the patient with 2 dextrose tablets as well as 3 packs of glucose gels and stopped the insulin pump manually. The bg continued decreasing (1.9 mmol/l at 07:32, 1.7 mmol/l at 07:36 and 07:41), the mother called the ambulance. The paramedics arrived around 07:50 am and treated the patient with a rescue dose of glucagon, followed by 20 grams of intravenous glucose. After the treatment the patient´s bg increased to 3.8 mmol/l. The patient was taken to the emergency room and the clinical examination showed a reduced general condition with somnolence, slurred speech and disorientation. They performed some laboratory examinations which showed no signs of inflammation, a metabolic compensated state and an actual blood sugar at that time of 12.1 mmol/l, at that time there was a discrepancy of 10.0 mmol/l between the bg and the cgm. At that time the patient was treated with injection therapy with insulin aspart (novorapid) as diabetes management treatment. The sensor was replaced by the diabetes outreach team on site as well as the insulin infusion set. The patient was discharged few hours later. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.